Event description:
A discordant, false (B)(6) human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The patient had gone to a hospital emergency room (ER) due to spotting. She informed the ER staff that she had taken a home pregnancy test that resulted positive. A sample from the patient was tested on a dimension exl with lm instrument and resulted (B)(6). The (B)(6) result was reported to the physician(s), who sent the patient home from the ER. The patient went to another physician the following day. A new sample was collected from the patient and sent to an alternate laboratory, which reported a (B)(6) hcg result. The patient contacted the hospital and informed them of this. The ER staff stated that the patient was not sent for an ultrasound due to the (B)(6) hcg result. The hospital laboratory repeated the sample and tested another sample collected from the patient the previous day on the same instrument and both resulted (B)(6). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the ccc specialist evaluated the filter data and did not discover any issues on the chrome or reagent blanks for the samples. The sample resulted as expected when repeated on the same instrument. The cause of the discordant hcg result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.